Event description:
It was reported that a patient experienced low impedance on an atrial lead, as well as noise in certain settings. The lead has been reprogrammed to different settings and will remain this way until further evaluation is done. The patient has been reported as stable